Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving bupivacaine/marcaine (36 mg/ml at 21.625 mg/day), lioresal/baclofen (558 mcg/ml at 335.18 mcg/day), and dilaudid/hydromorphone (30 mg/ml at 18.021 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, it was reported that ¿motor stall occurred¿ was seen on pump interrogation. The patient had not recently had an MRI. The patient had been waking up with pain. The plan was to replace the pump mid-afternoon today ((B)(6) 2016). Additional information was received from a healthcare professional on 27-apr-2016. The pump logs indicated ¿motor stall occurred¿ on (B)(6) 2016 at 22:03. The patient¿s concomitant medications included norco, dilaudid, lipitor, xanax, zophran, crestor, spironolactone, coumadin, detrol, potassium chloride, lasix, metolazone, cymbalta, tegretol, ondansetron, and liododerm. The patient¿s allergies included plaquenil, ativan, and keppra. The patient¿s medical history included lumbar discogenic spine pain, multiple sclerosis, radiculopathy, lumbar radiculopathy, and chronic intractable lumbar pain. Additional information was received from a company representative on 29-apr-2016 and it was reported that the pump started back up on the 3rd attempt to update it. They could not explain why the pump restarted. It was confirmed again that the patient did not have an MRI. The patient got a lot better when the pump was running, but they didn¿t trust the pump so the replacement was scheduled for next tuesday ((B)(6) 2016).

Manufacturer narrative:
Device evaluated: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.